Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the toggle switch and the joystick are faulty and will not turn the chair off.